Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s atrial lead was explanted and replaced on 19 apr 2022. There were no consequences to the patient.

Event description:
New information received notes that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited failure to capture and low sensing amplitude.

Manufacturer narrative:
The reported events of failure to capture and p-wave amp variation were not confirmed. As received, a complete lead was returned in three pieces - the connector portion measuring 9.8 cm, the middle portion measuring 3.9 cm and the distal portion measuring 42.9 cm. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation at the distal portion consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.